Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the needle came apart from the hub. Resident put the line in, catheter was put in place, they retracted the system and the needle came apart. There was no patient injury. The patient condition is reported as "fine". Therapy was not delayed/interrupted.

Event description:
The customer reports: the needle came apart from the hub. Resident put the line in, catheter was put in place, they retracted the system and the needle came apart. There was no patient injury. The patient condition is reported as "fine". Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one used radial arterial catheterization device (minus the catheter) with the needle cannula detached. The guide wire was outside of the device. Visual examination revealed the entire needle was separated from the needle hub. The needle was able to fit in the hub; however, it was loose and easy to remove. No adhesive residue was visible in the needle channel of the needle hub when observed under magnification. No adhesive residue was visible on the proximal end of the needle cannula under magnification. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. The outer and inner diameter of the needle cannula were measured and were found to be within specification. The inner diameter of the needle hub channel was also within specification. A device history record review was performed and no relevant findings were identified. (Con't) other remarks: the customer reported issue of the needle separated from the hub of the catheterization device was confirmed during sample investigation. Microscopic examination revealed no traces of adhesive inside of the needle channel of the needle hub or on the proximal end of the needle cannula. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Dimensional inspections were performed and no issues were found. Based upon the observed defect the probable cause of this issue is manufacturing - assembly related. A non-conformance request has been generated to further investigate this complaint issue.